Manufacturer narrative:
G4:23nov2020; b4:30nov2020. The blower motor assembly, moog motor was received for evaluation. Failure analysis on the returned moog blower shows that this customer complaint was caused by shorted windings at coil a and coil b. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported that the unit alarmed with air source fault. The customer contacted product support and requested for service repair. The field service engineer (fse) verified the customer's reported problem. The fse found that the blower was not spinning. The customer reported that the unit was not in use on a patient. The field service engineer replaced the blower as part of the 12.5k preventive maintenance to address the reported issue.